Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events on (B)(6) 2025 where infusion set tubing was detached from connector. The issues occurred with four similar types of infusion sets used within twenty-four hours. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 4.